Event description:
A perigee system with intepro lite was implanted, date not provided. It was alleged by the plaintiffs attorney that, after, and as a result of the implanted mesh, she had infection or inflammation, tissue abrasion, and other severe adverse health consequences. It was also alleged that she suffered serious injuries and permanent bodily impairment, pain and suffering and other sequelae likely to continue manifesting in the future." It was also alleged that she had suffered debilitating injuries including mesh erosion, hardening, dense scarring, chronic pain and worsening urination, leading to the need for surgery; and she required and will continue to require healthcare and services; has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment and quality of life, chronic debilitating pain, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.